Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used in a pulmonary vein isolation (pvi) procedure. While the sheath was inserted into the left atrium and the polarx balloon catheter was inserted in the sheath's lumen, there was air ingress as air bubbles were noted in the sheath's side port. The physician removed the polarx balloon from the sheath and aspirated the air bubbles into the syringe connected to the side port. The polarsheath was exchanged and the procedure was completed with no patient complications. At the end of the procedure the original polarsheath was disposed and will not be returned.